Event description:
A pharmacist reports eight patients experienced endophthalmitis, reduced visual acuity, eye itching and hyperemia. Events occurred 48 hours following cataract surgery. All eight patients had the same surgeon and were operated on the same date (04/25/2007). The patients were treated with vancomycin and had vitrectomy surgery. Cultures showed no bacterial growth. Additional information was requested. 3002037047-2007-00036 is one of eight medwatch reports being filed, the other manufacturer's report numbers are: 3002037047-2007-0037, -0038, -0039, -0040, -0041, -0042 and -0043.

Manufacturer narrative:
The returned sample and retention samples were tested and confirmed to tested parameters. The batch record was reviewed and all analysis results were within specifications. The only reports received on this lot of product are from the reporter, on this date. No conclusion can be drawn. Additional information was requested on 06/04/2007 by phone and by email. This report mailed in to FDA on: 6/22/2007.